Manufacturer narrative:
Evaluation summary: the generator was returned and analysis confirmed the customer comment that the liquid crystal display (lcd) was broken. The display was replaced. The generator passed all its final quality assurance tests.(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator's liquid crystal display (lcd) was damaged. The generator was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the external pulse generator's liquid crystal display (lcd) was damaged. The generator was returned for service. No patient complications have been reported as a result of this event.